Event description:
It was reported the colono videoscope had a e315 incompatible scope error code. The event occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). E1: facility address: (B)(6). (Documented here in it¿s entirety due to character limitations in respective fields). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e315 was reported (the circuit board film was deteriorated) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.